Event description:
Roche diagnostics product investigation determined the lancet does not retract into the soft touch ii lancet device. No pt injury was reported and no treatment was received. Pt did not provide the location where the malfunction occurred. Replacement was shipped to the pt and the suspect lancet device was received in 2007. The soft touch ii lancet system: lot unk.

Manufacturer narrative:
The suspect product is the soft touch ii lancet.